Event description:
It was reported that during an endovascular procedure in a patient with an unruptured carotido-ophthalmic aneurysm, the subject flow diverter stent deployed prematurely within the aneurysmal sac and was not affixed against the vessel wall. The physician then tried to pull the subject stent using two retriever stents and managed to position the distal end of the subject stent upstream of the aneurysm within the siphon carotid. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is implanted in the patient.

Event description:
It was reported that during an endovascular procedure in a patient with an unruptured carotido-ophthalmic aneurysm, the subject flow diverter stent deployed prematurely within the aneurysmal sac and was not affixed against the vessel wall. The physician then tried to pull the subject stent using two retriever stents and managed to position the distal end of the subject stent upstream of the aneurysm within the siphon carotid. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information was requested but the customer has provided no response to date. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported events of ¿stent deployed prematurely during use¿ and ¿stent failed/unable to open¿.